Event description:
It was reported that patient had 2 ncb plate femur implanted which both broke.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete from 3500a.